Event description:
It was reported that during the assembly of trays, the device had a debris inside the sealed sterile package. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is completed and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b3, b4, b5, g3, g6, h1, h2, h6, h10 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any action taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a1, b4, b5, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h11. The products were not returned for evaluation. Visual examination of the provided pictures found there were 3 particles within the device packages. The size of the particles could not be determined. Additionally, it could not be confirmed if the particles were foreign or within the sterile barrier. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that on an unknown time, on an unknown date, the device had a debris inside the sealed sterile package. It is unknown if there was no patient injury, or delay. Due diligence is in progress and there is no additional information available.